Manufacturer narrative:
Device evaluated by MFR: magnified inspection revealed no damage to the catheter. When positive pressure was applied with an inflation device filled with water, a stream of water emitted from a pinhole in the balloon wall 2.5 mm from the distal edge of the proximal markerband. The balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. The reported balloon burst was confirmed; however, there was no evidence of any product quality deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, a balloon rupture occurred. The 90% stenosed target lesion being treated was located in the right coronary artery (rca). A 4.5x8mm quantum maverick balloon was inflated to 8atms and ruptured. The device was removed from the patient and the procedure was successfully completed with another of the same device. No patient complications were reported and the patient's current condition is stable.

Event description:
It was reported that during a stenting treatment procedure, a balloon rupture occurred. The 90% stenosed target lesion being treated was located in the right coronary artery (rca). A 4.5x8mm quantum maverick balloon was inflated to 8atms and ruptured. The device was removed from the patient and the procedure was successfully completed with another of the same device. No patient complications were reported and the patient's current condition is stable.

Manufacturer narrative:
(B)(4).